Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection observed the warranty seal is broken, the unit is missing all its feet, and the lid and bezel are damaged. A functional evaluation revealed no issues. The voltage tests were ran longer than normal, no issues observed. The unit was opened and found some resistors on the display board are bent. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that during a procedure the controller turned off. There was no delay in the case. It is unknown how the procedure was finished. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.